Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post implant that the right atrial (ra) lead had dislodged from the atrium. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.